Manufacturer narrative:
Model number/catalog number: 72400098, serial number: null, batch/lot number: 328470003, model/catalog description: control pump fgs,model number/catalog number: 72400024, serial number: null, batch/lot number: 327130012, model/catalog description: balloon fgs 61-70 cm.

Event description:
It was reported that the patient underwent a surgical procedure involving an artificial urinary sphincter (aus) in which all the components were removed and replaced due to a non-functioning cuff. During the procedure urethral atrophy was noted. No information was provided about the patient's outcome. It was further reported that the patient experienced recurring incontinence leading to the procedure. The seventeen year old cuff would not capitate due to urethral atrophy. The physician did not feel the explanted cuff was either the incorrect size or placed in a wrong place initially. However, the new cuff was moved more proximal. The patient was said to be fine following the procedure.